Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was unable to powered on. A field service engineer replaced the two drawer controllers and one pyxisbus controller on the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station without power. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.